Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken conductor wire at proximal end near the connector/main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 8mm maryland bipolar forceps (mbf) instrument failed in the middle of the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that no energy went through the mbf instrument when connected to the lead, so a second bipolar lead was opened and connected to the mbf instrument but again no energy went through the mbf instrument. The customer replaced the mbf instrument and connected the lead and everything worked as expected. The customer confirmed that the instrument was inspected prior to use, and nothing appeared damaged. The surgeon also checked the mbf after it failed, and nothing appeared damaged. The procedure was completed with a backup mbf with no harm or injury to the patient. No images or videos were available.